Event description:
It was reported that the generator was replaced due to it nearing clinical end of service. Product was returned to manufacturer and underwent analysis. Upon analysis, the output monitoring results showed an amplitude increase (due to the open feed-thru capacitor) on the rising edge of the pulse generator's output signal. The amplitude increase was within specification. However, an electrical evaluation showed that the pulse generator is not operating within functional specifications. The pulse generator unit failed the feed-thru capacitor tests, backup cap pos to can (-3.867v) and backup cap neg to can (-0.213v), limits are -3.3v to -2.2v. With an external capacitor connected between the pulse generator case and positive output, a comprehensive automated electrical evaluation showed that the pulse generator is operating according to functional specifications. No other anomalies were noted. The most probable cause for the issue was identified to be an open capacitor, to which manipulation of the feed-thru wires may have been a contributing factor.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.